Event description:
Boston scientific received info that the pt with this right atrial lead presented to the emergency room after receiving shock therapy. During eval of the device system, it was discovered that the atrial lead was completely out of the header and vessel. The lead was found coiled up on the pocket. The pt was seen for a revision procedure where the lead was successfully repositioned. The lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.